Event description:
The customer used the device to check blood glucose and obtained results of 84 and 83 mg/dl back to back. They were experiencing hypoglycemic symptoms and expected a lower result. Used a second device and it read 84 mg/dl about ten minutes later. Drank orange juice to increase glucose level. The customer started extraneal treatments three days prior to the event.